Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading and manipulation of the implant by the user. Initial report was submitted march, 15 2021 but did not pass FDA gateway as all previously submitted claims. Problem is solved. Re-submission in process this is the combined initial and final report.

Event description:
Abutment fracture, implant needed to be removed.